Manufacturer narrative:
One cadd cassette reservoir from part number 21-7600-24 and unknown lot number was returned for evaluation. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination, no abnormalities or assembly issues were detected other than a kink in the tube. A syringe was used to infuse water into the cassette bag. The sample did not leak. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities . The cause of the issue could not be determined since no failures were found in the sample received for evaluation. The only item detected was the kinked tube but it did not leak.

Event description:
Information was received indicating that a leak was observed to a smiths medical cadd medication cassette reservoir during infusion. The leak was noted to be coming from the connection part. There were no reported adverse patient effects.